Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6, h11 corrected field-d11, e1, h6(type of investigation, component code) user called forgas gain alarm a few times over several hours and wondered if this was a problem. The tubing was clear, connections were tight and she was using the iab fill key to resolve the alarm. Esp personnel explained what a gas gain alarm was and that she was addressing it correctly. Esp personnel also reassured her that we don't become concerned with this alarm unless it happens multiple times in an hour and/or cannot be resolved with the iab fill key.

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). Gas gain alarm occurred, esp personnel explained what a gas gain alarm is and confirmed that they was managing it correctly. Also reassured her that this alarm is not a concern unless it occurs multiple times within an hour and/or cannot be resolved using the iab fill key.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas gain alarm occurred. There was no harm or injury reported.